Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.